Manufacturer narrative:
Investigation - evaluation . A review of the instructions for use (IFU) and manufacturing instructions was conducted during the investigation. A review of provided images was also conducted. The imaging review of the relevant images provided evidence of repetitive stress on the stent struts. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, the conclusion of this investigation is that a combination of forces (contraction at the ampulla of vater, as well as an abrupt change in forces as the stent extended out into the duodenum and the perpendicular direction of peristalsis experienced in the duodenum) likely contributed to metal fatigue and eventual fracture. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name and product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. Hindawi, gastroenterology research and practice volume 2018, article ID 6527879, 10 pages, https://doi.org/10.1155/2018/6527879.

Event description:
A journal article was reviewed, "self-expanding metallic stent fracture in the treatment of malignant biliary obstruction" (mbo) which retrospectively assessed the clinical features of biliary stent fractures and evaluated associated factors in one hundred fifty-six patients. Six patients' events were chronicled in the article. This report discusses complete stent fracture in a 79-year-old man with common biliary obstruction from pancreatic cancer. On an unknown date, a percutaneous transhepatic cholangiogram demonstrating severe stenosis of the distal common bile duct was shown. After biliary decompression for five weeks, a metallic, self-expandable stent (diameter, 10 mm; length, 60 mm; cook inc., bloomington, in, united states) was inserted into the distal common bile duct. Because of complete dilation of the biliary stent, a balloon (diameter, 8 mm; length, 40 mm; cook inc.) Was used for biliary-plasty. Sixty-five days after stent deployment, percutaneous transhepatic cholangiography revealed biliary obstruction. The distal part of the stent was absent because of fracture. The fractured stent had passed through the bowel without incident. The study concluded ¿stent fractures following mbo treatment constitute a relatively rare, long-term complication. Though there were no factors found to be significantly associated with semss fracture, a trend could be observed towards more fractures in multistent, transpapillary, and balloon dilation groups.¿ neither product nor lot number of the complaint device has been provided. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time. Refer to medwatches with manufacturer report numbers as follows for the other cases: 1820334-2018-02464, 1820334-2018-02500, 1820334-2018-02501, 1820334-2018-02502, 1820334-2018-02504.